Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and came back up to a "software protection locked" error message.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated device rebooted by itself and then display the error message "software protection is locked". Nk tech support assisted customer in rebuilding the raid array. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 9/28/2013. Service history shows the following: 08/10/2018 300134837 - not related to hard drive. 08/03/2018 300134155 - not related to hard drive. 07/03/2018 300130657 - current notification 10/24/2016 300063023 - not related to hard drive. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. In this case, information system message leading to the reboot event and device maintenance history are not available. The root cause for the device to reboot itself and resulted in the hard drive failure could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and came back up to a "software protection locked" error message. They were advised to send the device in for repair, but wanted to try rebuilding the hdd first, which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and came back up to a "software protection locked" error message.